Event description:
Pt was initially tested in the lab and reported a result of 0.9. Coumadin was administered as a result. The next day, pt was tested with suspect device and reported an inr of 2.2 a lab comparison resulted in 1.0. No further treatment was administered at this time. Further testing to be performed.

Event description:
Pt was initially tested in the lab and reported a result of 0.9. Coumading was administered as a result. The next day, pt was tested with suspect device and reported an inr of 2.2. A lab comparison resulted in 1.0. No further treatment was administered at this time. Further testing to be performed.